Event description:
It was reported to boston scientific corporation on february 5, 2019 that an accumax 200 laser fiber was used during a cystoscopy procedure in the bladder performed on (B)(6) 2019. Reportedly, the laser unit used was a dornier 30 watt. According to the complainant, during the procedure, a burst of laser energy and light was noted upon pressing down the foot pedal and the laser stopped firing. The laser fiber was unplugged and plugged back in but it still did not work. The procedure was completed with another accumax 200 laser fiber. There were no serious injury nor adverse patient effects reported. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 2532 for the reported event of fiber misfired. Block h10: investigation results: one accumax 200 laser fiber was returned in one continuous piece. The piece measured approximately 319.1 cm from the top of the connector includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. There was no damage along the body of the fiber. Visual examination revealed that light cannot traveled to the fiber face within the sma connector to illuminate it indicating that the fiber was broken within the connector, likely as a result of handling during setup of the procedure. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Manufacturer narrative:
The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an accumax 200 laser fiber was used during a cystoscopy procedure in the bladder performed on (B)(6) 2019. Reportedly, the laser unit used was a dornier 30 watt. According to the complainant, during the procedure, a burst of laser energy and light was noted upon pressing down the foot pedal and the laser stopped firing. The laser fiber was unplugged and plugged back in but it still did not work. The procedure was completed with another accumax 200 laser fiber. There were no serious injury nor adverse patient effects reported. The patient condition at the conclusion of the procedure was reported to be fine.